Event description:
It was reported that the index procedure was performed on (B)(6) 2010 with deployment of a vision stent in the proximal left circumflex artery. On (B)(6) 2012, cardiac enzymes and echocardiogram were performed. New st elevation/depression/bundle branch block and periprocedural myocardial infarction was diagnosed. Angiography revealed thrombosis. Revascularization of the left circumflex artery to the 1st obtuse marginal artery was performed. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of myocardial infarction and thrombosis are known adverse events as listed in the rx/otw vision instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the stent remains in the patient and the stent delivery system was discarded. The lot number was not identified; therefore, a device history record review will not be performed. A follow-up report will be submitted with all additional relevant information.